Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, the data presented in the aged article reported, when treating patients with the imhs system for a peri trochanteric fracture, two patients developed soft tissue infections that were treated successfully with intravenous antibiotic administration after culture and isolation of the pathogens. The type of pathogen was not reported in the literature. The outcome of the patients is unknown. Per the complaint, under the master case-2021-00068877, no further information will be provided. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the physician referenced in the abstract provided an analysis of all the attached images. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature article named "comparing two intramedullary devices for treating trochanteric fractures: a prospective study", the authors of the study reported that, when treating patients with the imhs system for a peri trochanteric fracture, 2 patients developed soft tissue infections that were treated successfully with intravenous antibiotic administration after culture and isolation of the pathogens. The type of pathogen was not reported in the literature. The outcome of the patients is unknown.